Manufacturer narrative:
H3 device evaluation - review of the radiographic image shows the cervical plate spanning three levels. Only two of the four vertebral bodies were instrumented with screws because of a previous implantation in the middle level, preventing instrumentation from being possible. A root-cause of the failure could not be determined as there was no damage to the instrumentation. Review of device history records found 499 pcs. Of this lot were released for distribution on (B)(6) 2019 with no deviation or anomalies. Two-year complaint history review (8.15.2017-8.15.2019) found this to be the only report of this nature for this part number. The need for corrective action was not identified as the exact root cause could not be determined and there was no trend identified for reports of this nature. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2019-00036-1 / 00037-1).

Manufacturer narrative:
Initial reporter occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2015-00036 / 00037).

Event description:
It was reported that the patient underwent initial implantation on (B)(6) 2019 utilizing the simplicity anterior cervical plate system. Revision was performed on (B)(6) 2019 to address back out of two (2) 4.0mm x 14mm sd variable screws (sdv4014) from the c7 segment. All hardware was removed and replaced. Radiograph provided shows two screws backed out of the bone but not backed out of the plate. Following receipt of explanted product it was identified that none of the locking tabs on the plate are broken.